Event description:
Reporter alleged obtaining discrepant back to back blood glucose results on the active system on two different days. Reporter stated obtaining results of lo versus 127 mg/dl and 343 mg/dl versus 141 mg/dl when tests for both comparisons were performed one minute apart. Reporter indicated he was not experiencing any hyperglycemic or hypoglycemic symptoms during the time of testing. No actions or treatment reported. A request was made for the return of the suspect product and replacement product was sent.